Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the y-site. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.